Event description:
The manufacturer received information alleging a bipap s/t delivered hot air to a patient resulting in shortness of breath and the patient being admitted to the hospital. The patient reportedly uses the device 24 hours continuously. It is unknown what type of medical intervention the patient required while in the hospital.

Manufacturer narrative:
The bipap s/t was returned to the manufacturer for evaluation. The device was evaluated and passed all testing and met all design specifications. The air flow temperature of the device was evaluated under operating conditions and found to be within specification for the device. The device was visually examined and there was no evidence of an internal or external thermal event that would have contributed to high air temperatures. The error log system was reviewed by the manufacturer and found no errors codes or patient alarms related to the reported event logged within the error log system. The manufacturer concludes the device operates as designed. The device did not cause or contribute to the reported event. The patient does not appear to have been a candidate for treatment with this device as it was being used continuously. No further action is required.